Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a black screen problem. Per review of wo on 05mar2024, there was no patient involvement. Per follow up information received via email on 18mar2024, it was reported that they repaired the device on the customer site. The issue was resolved. The issue was black screen, and they replaced a control panel. However, there was a cooling malfunction. Defective part was mixing pump, and they replaced it. They replaced a control panel and mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. After replacing the control panel, the device failed to cool. The mixing pump was replaced. The device passed all applicable testing and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a black screen problem. Per review of wo on 05mar2024, there was no patient involvement. Per follow up information received via email on 18mar2024, it was reported that they repaired the device on the customer site. The issue was resolved. The issue was black screen, and they replaced a control panel. However, there was a cooling malfunction. Defective part was mixing pump, and they replaced it. They replaced a control panel and mixing pump.